Event description:
Carter thomason closure device used for open hernia repair. When doctor attempted to use it, she noticed the outer sheath pulled apart from the plastic portion of handle. The device was taken off table and isolated.

Event description:
Carter thomason closure device used for open hernia repair. When doctor attempted to use it, she noticed the outer sheath pulled apart from the plastic portion of handle. The device was taken off table and isolated.